Event description:
Information received by medtronic indicated that the customer was hospitalized due to high blood glucose level of 500 mg/dl. Insulin pump was cracked at the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11d. Retainer ring = clear. The pump was returned for cosmetic damage located at the battery compartment found and the customer alleged was hospitalized for high bgs on feb 11, 2020. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked keypad overlay, cracked case behind the pump at the battery compartment, pillowing keypad overlay and cracked retainer. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (21.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Cosmetic damage was confirmed at case behind the pump at the battery compartment and battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.